Event description:
We were using the hoyer lift to transfer a patient from our MRI table back to their wheelchair and the hoyer stopped working. It would only raise the patient and would not lower the patient. The batteries were swapped out and the emergency reset button was pressed but nothing worked. This created an unsafe condition as the patient was suspended high in the air for an extended period of time and we had to raise the MRI table as high as we could to try and detach the patient to swap out the hoyer lift with a different one. Luckily the MRI table was able to go that high to reach the patient.